Manufacturer narrative:
Evaluation: results: two extensions were returned. Visual analysis noted discoloration in the strain relief, in the lead segment and at the terminal end electrode for both extensions. Extension b had broken wires at the connection between the strain relief and the lead segment. Extension a failed the continuity test (channels 5 through 8 measured invalid). Extension b failed the continuity and resistivity tests (channels 2, 5 through 8 measured invalid). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 6 of 6. Reference manufacturer reports: 1627487-2011-01207, 1627487-2011-01221, 1627487-2011-01406, 1627487-2011-01414 and 1627487-2011-01415. It was reported that the patient had an explant/replacement procedure for his leads and extensions. During the surgery, the physician noticed that there was blood/fluid in the header of the patient's ipg. The physician decided to explant and replace the ipg during the procedure on (B)(6) 2011. No further patient complications were reported.